Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 15-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 10.925 u and dailytotalofbolusinsulindelivered = 20.7 u which is equal to the dailytotalofallinsulindelivered = 31.625 u. All bolus/basal were delivered in auto mode/manual mode. No over delivery anomaly noted. On related svn#: (B)(6), the formatted history file lists data from 09/26/2025 to 11/27/2025. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 25-sep-2025. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(6)) event date of 15-oct-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 10/09/2025 at 23:39:17.000, 23:40:35.000, 23:42:09.000 and 10/10/2025 at 00:14:47.000 during bolus deliveries. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged unable to confirmed for discrepancy between sg and bg values. Customer alleged for over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 2.8 mmol/l. The customer felt the insulin pump was over-delivering. The event involved product mmt-1885. Troubleshooting was done for the low blood glucose event and found the customer was treated with glucose tablets in the emergency room. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1885 will not be returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.